Event description:
The diamentor, that was mounted on top of a monitor, was knocked off by the swing arm of the monitor support. The diamentor was still attached by the cord and it swung down and struck the tech in the nose, for which he later received medical treatment.